Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable pump. It was reported that the patient was admitted to the hospital for overdose. The patient was on a reversal drip and the hcp would like to know how to turn off the pump. The hcp stated she didn't have any information on the patient. Tech services educated the hcp on the process of turning the pump off and transferred caller to the national answering service (nas). Tech services attempted to call the hcp back for more information but call was unsuccessful.